Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Upon evaluation the active loop was found to be missing, it could be confirmed that the loop was broken. The remaining loop was slightly bent which indicates that too much force was applied. On the remain parts show signs of burn and discoloration. No indication for a material or manufacturing related issue was found during the investigation. The potential root cause of broken loop could due to exerting too much force. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was an event with a electrode, bipolar. According to the information received, the cutting loop broke during use, health care professional was able to retrieve the loop. No further information available.